Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 50 mg/dl. Reportedly, the cause was related to customer's basal rate settings. Additionally, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was addressed via consumption of carbohydrates. Additionally, customer adjusted pump settings with healthcare provider.